Event description:
There was melting on the blood glucose monitoring device base. Reporter stated there was no harm to patient or staff as a result of the device alleged incident. Reporter indicated cleaning the device base yesterday with sani-wipes. A request was made for the return of the suspect device and replacement product was sent.